Event description:
It was reported that this device exhibited a battery depletion (bd) error and was beeping. Remote analysis confirmed that the error was a result of prolonged/numerous magnet applications. Technical services confirmed that the bd code can be cleared. The device remains in service. There were no adverse patient effects reported.